Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. The device was confirmed to be lost by shipping courier. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 46507. The equipment was changed. Unknown if there was patient involvement. "The event has not affected patient care".